Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance, leading to eri.

Event description:
It was reported that an elective replacement indicator (eri) was triggered and early eri was suspected. The device was extracted and replaced. No patient complications were reported as a result of this event.